Event description:
Successful placement of a stent within the m1 segment of the left middle cerebral artery for treatment of a critical stenosis in this vessel. The procedure was complicated by breaking of a microcatheter component of the stent device that caused occlusion of the m2 segment (superior division). This foreign body was successfully retrieved without difficulty, and the flow into the left anterior circulation was markedly improved at the conclusion of the procedure.